Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ping meter has black marks. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2011 at 6:00pm. It is not known if the patient was taking any diabetes medications or made any changes to his diabetes management regimen at the time the alleged issue began. According to the reporter, the patient was feeling sweaty, weak, and shaky a few minutes prior to when the alleged issue began. In spite of his symptoms, the patient's reporter claimed the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before, had not misused the meter, and had a back up meter to test with. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient felt symptomatic prior to when the issue began. Therefore the meter did not contribute to the patient's symptoms. However, this complaint is being reported because the alleged issue remained unresolved.